Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw but remained attached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device, the reported complaint was confirmed for "heater wire- bent" and "jaws misaligned." Specific actions for this failure are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that vasoview hemopro 2 cautery handpiece did not close completely.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that vasoview hemopro 2 cautery handpiece did not close completely.